Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with pericardial effusion related to a bacterial infection. The right ventricular lead was explanted and replaced. The patient was stable post procedure.